Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a pelvic organ prolapse procedure on (B)(6) 2007. The pt experienced pain, erosion of her internal bodily tissue. And other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). On (B)(6)2008, the pt underwent an excision of exposed mesh, closure of the vaginal mucosa, and cystoscopy. During a procedure on (B)(6)2008, the mesh was excised.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6)2007 and mesh was implanted. It was reported that the patient underwent interstim neurostimulator and electrode removal and placement of interstim neurostimulator and electrode removal and placement of interstim I and ii on (B)(6)2012 due to urgency, frequency and left hip pain with prior interstim placement. No additional information was provided.